Manufacturer narrative:
The product was not returned so no eval is possible. The customer experienced difficulty injecting insulin into the pod during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though a "crackling" noise was not noted in this report). The omnipod user guide states: "warning: never use a pod if, during fill, you defect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.

Event description:
The customer stated that, when filling the pod, "insulin did not got into the pod easily" and that the pod had beeped prior to completion of the fill process. Despite this, she decided to place the pod. The next morning she experienced high bg's (423-439 mg/dl). The pod will be returned for eval.